Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services placed on (B)(6)/2013 states that they had a case with obstructed vena cava and they tried to open with balloon but couldn't and thay had to do sternotomy. This right ventricular lead exhibited high oor pacing lead impedance. Impedances were 1997-2000 with many tests with second can. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).